Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl. The customer reported that the insulin pump had off no power and the customer was treated with manual injection for high blood glucose level. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no low battery alert and off no power alert noted. Device received with cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted.